Event description:
Event description guidant received information that noise was noted on the rate/sense portion of this defibrillation lead and implantable cardioverter defibrillator (ICD). The noise was causing pacing inhibition in this pacemaker dependent patient. The threshold, pacing and shock impedance measurements were noted to be normal and stable and there was no apparent issue with the lead. The high voltage (hv) leads were confirmed to be in the proper ports. Upon having the patient cough, low level noise and oversensing was noted for one beat.